Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a histry settings issue issue. The reporter stated that the patient is not receiving the low cartridge warning on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 7/07/2016 with the following findings: a review of the black box and alarm history showed evidence of the low cartridge warnings being recorded. The low cartridge warning level was set to 20 units and there were 40 units of insulin in the cartridge at the time of the investigation. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. A ¿low cartridge¿ warning was reproduced for the investigation with the sound settings set to high; the pump gave the appropriate sound and displayed the correct message on the screen. The low cartridge warning was accurately recorded in the pump therefore the investigation was unable to duplicate the initial complaint claiming the user did not receive the low cartridge warning in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).